Manufacturer narrative:
Manufacturer's investigation conclusion:a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be established through this evaluation.the patient remains ongoing on heartmate 3 lvas, serial number mlp-016045.the heartmate 3 lvas instructions for use (IFU) lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended international normalized ratio (inr) values and the suggested anticoagulation modifications in the event that there is a risk of bleeding.the relevant sections of the device history records for mlp-016045 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 26apr2019.the heartmate 3 left ventricular assist system (lvas) instruction for use (IFU) is currently available. Section 1 of this document lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including international normalized ratio (inr) range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding.no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2019, surgical removal of a hematoma was performed. The details were not provided.

Event description:
Additional information was received that post-operative mediastinitis was observed and omental filling was performed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not conclusively be established through this evaluation. The patient remained ongoing on the hm 3 lvas, serial number (B)(6), until the patient was later transplanted on (B)(6) 2023. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instruction for use (IFU) and the patient handbook are currently available. Section 1 of this document lists bleeding and infection as adverse events that may be associated with the use of the hm 3 lvas. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including international normalized ratio (inr) range) for patients using the hm 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Additionally, section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides care instructions in reference to preventing infection. The patient handbook provides care instructions in regard to preventing infection in several sections, including section 4 ¿living with the heartmate 3¿ (under ¿caring for the driveline exit site¿). The patient handbook instructs the patient to call their hospital contact immediately if any signs of infection are noticed. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced major bleeding in mediastinum on (B)(6) 2019. The patient was transfused four to eight units of red cell concentrate per 24 hours. The patient was on the anticoagulant therapy of heparin at the time of the event. The outcome of the bleeding resulted in re-operation.